Manufacturer narrative:
(B)(4). Batch # unk. Maude report received: #5097186. No contact information provided, therefore, no additional follow-up could be done. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, powered stapler on the first attempt, the device broke. No additional information available.